Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted after a competitor's rv lead had fractured. When the patient was seen shortly after the lead replacement, high pacing threshold measurements were observed. The lead was found to be dislodged. A revision procedure was performed and this lead was repositioned successfully. The physician later reported to the field representative that during a routine follow-up, the pacemaker and rv lead were working properly. No additional adverse patient effects were reported due to the lead revision.